Event description:
As the visitor released the lever which would allow the foot rest to open up, the foot rest collapsed on one side. It was noted that the brackets were loose which caused the foot rest to unhinge on one side. So far, we had five chairs with the same issue as described above. Each time the company has dispatched someone to the facility to repair the chairs on site.====================== manufacturer response for reclining chair, art of care recliner seating opera======================we had this issue before with 5 chairs. A service representative was dispatched to repair the chairs each time.